Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the pump made a noise. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as the result of this event.